Event description:
Boston scientific received information through a remote monitoring system that detected an out of range low shock impedance measurement of 0 ohms on the right ventricular (rv) lead. The local field representative called into boston scientific technical services (ts) to discuss. Boston scientific technical services (ts) reviewed the data. Discussed daily measurement test and how potential interference with electromagnetic interference (emi) sources may affect the measurements. A request for additional information and outcome has been sent.

Event description:
Additional information was received that the patient was seen in clinic and non-invasive programmed stimulation (nips) was performed to test the system.

Manufacturer narrative:
This report will be updated should additional information be received.

Manufacturer narrative:
As of this date the device and lead remain implanted with no change. This investigation will be updated should further information be provided.